Event description:
2 months after a coronary artery drug eluting stenting procedure the patient expired. Lesion 1 was a 3.5mm, 80% stenosed portion of the proximal right coronary artery (prox rca). The physician treated the lesion with direct stent placement of a 3.50x24mm taxus liberte' drug eluting stent in the target lesion. Lesion 2 was a continuation of the same lesion into the mid right coronary artery (mid rca). The physician successfully placed a taxus liberte' 3.50x12mm drugh eluting stent in the target lesion overlapping the previously placed stent. There were no complications the patient was dischareged the next day on plavix and aspirin 2 months after the initial procedure the patient expired. In the opinion of the physician the cause of death was cardiogenic shock and was not related to the taxus liberte' stents.